Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the emitter was replaced. The system then passed the system checkout and was found to be fully functional. The field generator was returned to the manufacturer for analysis. Analysis found that the emitter and axiem box reported a communication error when the field generator was connected to the axiem box. The eminterface showed a fault on coil 2. Analysis found that the reported event was related to an electrical issue. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when booting the system up, the site was able to launch the ent application, but they were getting an error message to power cycle the axiem box. They power cycled the system and it was still happening. A site representative did basic troubleshooting on the phone and the emitter details showed that the emitter showed a communication issue and asked to check power and system connection. In the em interface, there was one fault displayed in the second column of the 'drive' row. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: the field generator was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The emitter and axiem box reported a communication error when the field generator was connected to the axiem box. The em interface showed a fault on coil 2. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.